Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 5.0x40, 40cm mustang¿ balloon catheter was advanced for dilation. However, on the third inflation at 22 atmospheres for 90 seconds, the balloon ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.